Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: the patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work. Doi: (B)(6) 2008 left hip; dor: none reported. (B)(6). Update 12/14/2011 plaintiff's preliminary disclosure (ppd) form received (B)(4) 2011. There was no new information received that would impact the outcome of the investigation. Update 16 feb 2015 - rec'd der, additional reason for revision - pain, revision date, sales rep details, patient's weight and height.